Event description:
With the use of enfit connection devices, the tube well becomes filled with feeding solution and dries cap in place preventing the removal of the cap on the feeding tube. The cap becomes stuck to the feeding tube and additional assistance is needed to remove the cap. This may damage or break the cap and there are no replacement caps on the market available for hospital purchase.